Manufacturer narrative:
There no decontamination or visual inspection performed since product was not returned. The product was not returned however a photographic evaluation was performed. Product was used and therefore can not be returned. According to the investigation report a comparison of the photo of the device, the assembly drawing, and packaging drawings were analyzed and there was no problems found. After a review of the complaint, production procedures, and specifications it was determined the kit was assembled in accordance to customer specifications. Additional changes will be required to the approved configuration as requested by the customer. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. (B)(4).

Event description:
It was the reported that during the set up of the custom built cardiopulmonary tubing pack the wrap was found backwards and ends up twisting the lines upon presentation of the loop. There was no patient involvement in this case.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was the reported that during the set up of the custom built cardiopulmonary tubing pack the wrap was found backwards and ends up twisting the lines upon presentation of the loop. There was no patient involvement in this case.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was the reported that during the set up of the custom built cardiopulmonary tubing pack the wrap was found backwards and ends up twisting the lines upon presentation of the loop. There was no patient involvement in this case.